Manufacturer narrative:
Fup received on 13-nov-2015: follow up attempts were done with no response to date.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043368) in united states on 04-aug-2015 who had essure (fallopian tube occlusion insert) inserted. She reported essure cause severe bleeding and pain which lead to find out the product damaged her uterus leading to a fully hysterectomy. Follow-up received on 18-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain and severe bleeding and stated the product damaged her uterus and led to fully hysterectomy. These events, seen as genital bleeding and pelvic pan and uterine disorder, are serious due required intervention and listed in the reference safety information for essure, except the uterine disorder which is unlisted. Pelvic pain and genital bleeding may occur during essure use. In this case, the consumer informed that essure cause severe bleeding and pain which damaged her uterus. This damage then led to a fully hysterectomy. Considering available information and events' nature, causality with essure use cannot be excluded and since an intervention was required (full hysterectomy), this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.